Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the articular surface provisional fractured. Attempts have been made; however, no additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h3, h6, h10. H6 - component code - proposed code is mechanical (g04) - provisional bottom. Visual inspection of the returned provisional identified signs of repeated use (nicked/gouged) and the medial side of the device had fractured off. Tibial articular surface provisionals (tasps) analyzed by optical microscopy revealed that hackle marks, river lines and striations were found in the case of bending overload or low cycle fatigue culminating in bending overload. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.